Event description:
The customer reported that the battery was changed twice and the insulin pump had an error alarm. The customer stated that the activate button was not responding, and the insulin pump was alarming. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty component on the interface board. Further testing was not performed due to the frozen display.